Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately three years ago. The vessel and aneurysm morphology at the time of implant was unknown. Currently, the vessel morphology was reported as there is disease progression resulting in aortic neck dilatation. Currently, the aortic neck is 31 mm in diameter at the lowest renal artery. There is moderate aortic neck angulation, 60 degree. It was reported that a routine follow-up CT demonstrated that the stent graft has a type I endoleak. The physician elected to implant an endurant aortic cuff; however, there was still a slight type I endoleak. Prior to leaving the hospital the CT revealed that the slight type I endoleak of the endurant aortic cuff was resolved (after the heparin wore off). No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: endoleak, disease progression; neck dilatation and angulated neck. Conclusions: disease progression; neck dilatation and angulated neck.